Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic with high threshold and pericardial effusion. During lead extraction surgery, it was noted the lead perforated the heart. The lead was extracted. Patient was in good condition after the procedure.